Event description:
It was reported to philips that the ac led light was not powering on due to a defective ac power module (B)(4). There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.